Event description:
The patient used the device for approximately three weeks using eight to ten hours a day. Patient developed water in her right knee and was seen by dr to drain fluid and administer cortisone shots.